Manufacturer narrative:
The customer reported that this unit is not picking up the heart rate (hr) and it is showing artifacts. According to the customer, they have changed out the leads and have tried known new leads; however, the issue remains. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 06/24/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 06/27/2025 I called (B)(6) to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 06/30/2025 I called (B)(6) to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.

Event description:
The customer reported that this unit is not picking up the heart rate (hr) and it is showing artifacts. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this unit is not picking up the heart rate (hr) and it is showing artifacts. According to the customer, they have changed out the leads and have tried known new leads; however, the issue remains. The unit was not in patient use at the time. Investigation summary: the device with the reported issue was not returned for evaluation; therefore, a root cause could not be determined. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that this unit is not picking up the heart rate (hr) and it is showing artifacts. There was no patient injury reported.